Event description:
Allegedly, there was a case of revision in a ps implant inserted in (B)(6) 2021. Unexplained knee locking was discovered at the patient's complaint and the insert was replaced. During the insert replacement, there was no direct cause identified intra-operatively, and the patient confirmed the movement once with an insert trial before soft tissue treatment, which did not show any locking, suggesting that the implant may be the cause. The size that was replaced is also the same size. After deployment, the movement was first checked with a trial immediately after insert extraction. This was to confirm the possibility that the implant was the cause. Since no locking was observed at that time, we believe that the possibility of some age-related changes in the implant cannot be ruled out. We have heard that the locking tendency did not occur gradually but suddenly after the surgery, so we think it is necessary to investigate this issue and will file an application. (B)(6).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.